Event description:
The customer reported small csf leak. Additional info was not available until 2006. Csf leak was observed and physician applied sutures to close. This stopped the leak and replacement product was not required. The pt is reportedly doing well.